Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced cardiac tamponade treated with a pericardiocentesis and extended hospitalization. This was a pvc procedure with right ventricular outflow tract (rvot) origin. After creating rvot geometry with octaray, pacing was performed using stsf while looking for the earliest point of pvc in rvot. Blood pressure dropped in the middle of the procedure from around 110/70 to 64/38, spo 2100% to 64%. As such, the ablation procedure was interrupted and pericardial effusion was confirmed by echocardiograph (no ablation was performed). Drainage was performed and vitals were stabilized. The patient returned from the catheter lab to the hospital ward. Transseptal puncture was performed with rf needle. There were no product defect in this case. No error messages observed on equipment during procedure. Patient was reported to have recovered.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31147300l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).